Event description:
It was reported that during a da vinci hysterectomy surgical procedure, while dissecting tissue, the fenestrated bipolar forceps instrument tip broke and pieces fell into the patient. The surgical staff immediately removed the instrument and the trocar from the patient. The broken instrument components were found and removed from the patient and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument is broken at the proximal clevis to main tube interface and the clevis is dislodged from the main tube as a result. Both the proximal clevis and the main tube are missing pieces. Based on the engineering evaluation, a likely failure mode was overloading of the instrument at the tip, causing the breakage. Per the case notes, the broken instrument components were successfully retrieved from the patient.